Event description:
As reported by implant patient registry, a patient had their 26mm sapien 3 ultra device explanted approximately 2 years post transeptal tavr procedure for unknown reasons.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for valve requires intervention, unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 2 years post-tavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. No manufacturing nonconformances were identified during evaluation. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.